Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38 x 2.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 38 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the proximal portion of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination found no damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38 x 2.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 38 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the proximal portion of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.